Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a scar repair procedure, the suture got broken. The surgeon opened and used another suture to complete the procedure. There was no patient injury.